Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation. Blood penetrated the lead in this area. In addition deformations of the outer coil were found. These damages occurred most likely during explant procedure. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications throughout its inspection. In particular the values of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. In summary, there was no sign of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this lead was implanted and was dislodged the next day. This lead was attempted to be repositioned but was not possible due to tissue being stuck in helix. The lead was explanted and replaced with a new lead. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.